Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a nasal airway reconstructions and lateral resection of turbinates. When the surgeon pulled the device out of the pt's nose, the coating was shredded. The surgeon removed what she could and went back in with a new device to clean it up. The surgeon was not sure if all pieces were removed. The pt will be monitored for the next six months. No injuries reported.